Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason. The explanted device will not be returned. No further information has been obtained despite good faith efforts.